Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This emdr was submitted to represent the xenmatrix (device #2). An additional supplemental emdr represents the bard/davol composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device # 1). Per op notes, ¿there was a bridge of mesh previously placed between the two fascial defects. The incarcerated omentum which was adherent to the hernia sac was excised. A bard composix e/x mesh (device # 1) was placed in the peritoneum and secured sublay using sutures.¿ on (B)(6) 2012 - patient was diagnosed with small bowel obstruction secondary to adhesions thereby underwent open repair. Per op notes, ¿the entire mesh was covered with adhesions to the bowel. There was one loop on the left side of the mesh was densely adherent was scrapped off.¿ on (B)(6) 2013 ¿ patient was diagnosed with small bowel obstruction secondary to incarcerated recurrent incisional ventral hernia and adhesions thereby underwent open repair with the removal of mesh (device # 1) and implant of xenmatrix mesh (device 2). Per op notes, ¿a very dilated small bowel was found. Patient had a bridge of old mesh (device #1) between the upper defect and the lower defect were removed and the mesh was divided. There were extensive adhesions between loops of bowel in between the bowel and the anterior abdominal wall and the hernia sacs which were divided. Then, onlay xenmatrix mesh (device # 2) was placed into defect and secured using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with abdominal wall abscess with infected mesh thereby underwent laparoscopic repair with the removal of mesh (device # 2). Per op notes, ¿the patient had extensive omental adhesions to the intra-abdominal wall and loop of small bowel to the right side of the mesh. The seroma with purulent fluid was aspirated transabdominally. The mesh (device # 2) was then removed from the abdominal wall. Cholecystectomy were done.¿